Manufacturer narrative:
The insulin pump was received with pump error alarm during rewind due to corroded motor home switch. Unable to performed displacement, rewind, seating and basic occlusion due to pump error alarm. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, detached retainer, cracked keypad overlay at select button, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a pump error alarm which was preventing the motor from moving. It was reported that they were unable to prime. Blood glucose level at the time of the incident was 6.4 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.